Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an insulin pump that was taken for a swim 18 months ago. Customer was told not to use the pump. Customer's parent stated that there was nothing wrong with the pump and wanted to have the pump tested to see if it could be used as a spare. Customer agreed to return the pump. No additional information provided.